Manufacturer narrative:
Date of submission (B)(4) 2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: review of the black box data revealed records of unexplained power on reset events beginning on (B)(4) 2017. The returned battery cap was determined to measure within the required specifications and was able to secure properly to the pump for testing. On investigation, the pump powered on with functioning audio tone and vibratory features. Investigation did not duplicate the alleged ¿no power¿ issue. The pump was exercised for 24 hours without any interruption in power or call service alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.